Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: opening, wear abrasion, crease fold, yellow particles inside the device. Leak test was performed and found opening on posterior/anterior. A microscopic analysis was performed which identify crease smooth opening on posterior and punctured opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. Five puncture openings on anterior due to surgical damage like. The event of "capsular contracture grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "right breast capsular contracture," baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported right side deflation. Device remains implanted.